Event description:
It was reported that that this patient heart a beeping tone from this subcutaneous implantable defibrillator (s-ICD) device. Upon interrogation, a battery depletion (bd) alert was noted and the remaining longevity was at 9%. The physician alleged the battery was exhibiting premature depletion. The device data was forwarded to technical services and is replacement was recommended within 90 days. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient heart a beeping tone from this subcutaneous implantable defibrillator (s-ICD) device. Upon interrogation, a battery depletion (bd) alert was noted and the remaining longevity was at 9%. The physician alleged the battery was exhibiting premature depletion. The device data was forwarded to technical services and is currently pending review. At this time, the s-ICD remains implanted and no adverse patient effects were reported.